Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had a faulty connector unit which resulted in no signal output. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly. Initial reporter name: (B)(6).

Event description:
The customer reported to olympus, during reprocessing, the visera pro video system center was able to be turned on, but it intermittently displayed no signal. Subsequently, the unknown intended procedure was completed with the same device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty connector/receptacle unit could not be identified. Olympus will continue to monitor field performance for this device.